Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion in the left circumflex artery. There were no issues with the device before use. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion, and no excessive force was used. It was reported that the stent could not pass inside the patient, and stent deformation occurred. It was also reported that the stent dislodged in the y-connector. The patient is alive with no injury.

Manufacturer narrative:
Additional information - image analysis: two still images received for analysis. First image depicts a resolute onyx shelf carton. Labelling information matches that reported in the complaint file. Second image depicts a y-connector held over a resolute onyx label. Labelling information matches that reported in the complaint file. A deformed, dislodged stent can be seen in the y-connector. Annex d code. Correction: negative prep was performed with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues. The dislodgment in the y-connector occurred on removal from the patient. Excessive force was not used during withdrawal of the device. The dislodged stent was removed from the patient still in the y-connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.